Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report #3005099803-2011-04140 addresses the first extractor balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two extractor rx balloons was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6), 2011. According to the complaint, during the procedure, once the device was down the working channel of the scope, it was noticed that the balloon wire was stripped out of the c-channel down to the balloon. This also happened with the second balloon. The same guidewire was used to compete the procedure, and the procedure was completed with a third extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.